Event description:
It was reported, the duodenovideoscope experienced snapped elevator wire. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, it was observed that the duedenovideoscope exhibited a stain inside the light lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d5, e1, e2, e3, g2 (unmark company representative), g3: (correction is being made to previously submitted g3: date received by manufacturer. The correct date was 07/15/2024). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 12 years, since the subject device was manufactured. Based on the results of the investigation. Since, the foreign material was not on the external surface of the device, it could not be removed by reprocessing. It is likely, that the light guide lens peeled off, due to physical stress from hitting or dropping the distal end, chemical stress from solutions used. Or a combination of these factors. Subsequently, humidity invaded the light guide lens and caused corrosion. However, a definitive root cause could not be established. The instruction manual states, the detection method associated with the event in evis exera ii, tjf type q180v, operation manual chapter 3: preparation and inspection. Olympus will continue to monitor field performance for this device.